Event description:
Rothschild dp, goldstein ja, ciacci j, bowers tr. Ultrasound-accelerated thrombolysis (usat) versus standard catheter-directed thrombolysis (cdt) for treatment of pulmonary embolism: a retrospective analysis. Vascular medicine (london, england). 2019;24(3):234-240. Doi:10.1177/1358863x19838350 medtronic literature review found a report of patient complications in association with cragg-mcnamara infusion catheter. The purpose of this article was to elucidate differences in hemodynamic and clinical outcomes between ultrasound-accelerated thrombolysis (usat) and standard catheter-directed thrombolysis (cdt) for treatment of pulmonary embolism. A cragg-mcnamara infusion catheter in the cdt group, while the usat group was treated with the ekosonic endovascular system. There were 36 patients included in the cdt group (17 were male, the mean age was 60.4 years, and the mean weight was 99.4kg). The article does not state any technical issues during use of the cragg-mcnamara infusion catheter. The following intra- or post-procedural outcomes were noted: - three patients experienced significant bleeding.

Manufacturer narrative:
See manufacturer report # 2029214-2022-00703 for another event from this article. Rothschild dp, goldstein ja, ciacci j, bowers tr. Ultrasound-accelerated thrombolysis (usat) versus standard catheter-directed thrombolysis (cdt) for treatment of pulmonary embolism: a retrospective analysis. Vascular medicine (london, england). 2019;24(3):234-240. Doi:10.1177/1358863x19838350. If information is provided in the future, a supplemental report will be issued.